Event description:
It was reported that the patient received the elective replacement indicator, eri, message on her remote control. The physician suspects premature discharge of battery because it was implanted for less than a year. It was also noted that the patient did not experience any stimulation deficiencies.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message on her remote control from the implantable pulse generator (ipg). The physician suspects premature discharge of battery because it was implanted for just over a year. The patient was a high frequency user. It was also noted that the patient did not experience any stimulation deficiencies. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.

Manufacturer narrative:
Correction to field h10 in supplemental-002: with all available information, boston scientific concludes that the reported event of the patient's implantable pulse generator (ipg) battery depleteing earlier than expected was normal and confirmed. The device with a primary cell battery reached the elective replacement indicator (eri) stage when the battery voltage reached 2.75v after 15 months in service in line with the expected longevity with eui (energy use index) of 51.2, a review of the patient data revealed no anomalies. Lab analysis of the device did not reveal any anomalies. Based on all available information, engineers are able to confirm the root cause of the event. Therefore, the complaint is assigned a probable cause of end of life problem identified.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message on her remote control from the implantable pulse generator (ipg). The physician suspects premature discharge of battery because it was implanted for just over a year. The patient was a high frequency user. It was also noted that the patient did not experience any stimulation deficiencies. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message on her remote control from the implantable pulse generator (ipg). The physician suspects premature discharge of battery because it was implanted for just over a year. The patient was a high frequency user. It was also noted that the patient did not experience any stimulation deficiencies. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.